Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a fathom guidewire with a fractured/broken tip. The catheter shaft was inspected for damage. It was noticed that the shaft was broken/fractured approximately 7.5cm from the tip. The fractured portion was not completely separated, the inner coil was still attached. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There is no evidence that the device failed to meet applicable product specifications prior to shipment. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a guidewire became partially fractured. The target lesion was located in the interior mesenteric artery. A 200 cm x 10 cm fathom¿ -14 was selected for use. During the procedure, it was noted that navigation to the target lesion was performed for approximately 15 minutes. It was noticed that the guidewire stopped responding to manual manipulation. The device was still attached enough to be retrieved, then it was removed through a .027 microcatheter; however, resistance was encountered in the catheter. Consequently, both the catheter and the guidewire were pulled out intact. Upon inspection, it was also observed that the guidewire partially separated from its core. No patient complications were reported.